Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, the left ventricular lead exhibited loss of capture. X-ray revealed the lead was dislodged. The lead could not be repositioned as the guidewire could not be inserted in the lead. The lead was explanted and replaced. The patient's condition was stable post procedure.